Event description:
It was reported that following an angioplasty procedure and satisfactory pre-insertion angiogram, a 6f angio-seal vip was selected for use. Deployment was described as normal and without complication. Following deployment the patient appeared to have instant hemostasis. Twenty to thirty minutes post deployment, the patient developed claudication symptoms in the leg. Vascular surgeons were consulted and later that same day, the patient underwent surgery where the angio-seal device was removed. The patient is reported to now be fine.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.